Event description:
The customer reported while a patient was being monitored on the v series, the screen had no ECG readings causing loss of ECG monitoring. No patient injury was reported.

Manufacturer narrative:
The company representative evaluated the unit. Correction included replacement of the vps module on the v series monitor.